Event description:
The customer reported that she was hospitalized with blood glucose levels greater than 270 mg/dl. The customer experienced excessive thirst, frequent urination and nausea. The customer stated that she's pregnant, and thought her insulin needs were changing due to the pregnancy. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the alarm history, and found mostly low reservoir and no delivery alarms. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. Advised the customer that the insulin pump would be replaced as a precaution due to her pregnancy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.